Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, customer reported an issue that keyboard not responding and required assistance from fse. It shows screen of the keyboard was offline and not sure how to retrieve it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the whole keyboard was not responding. A field service engineer (fse) reseated universal serial bus (usb) connector of the keyboard to resolve the issue. The system functioned as intended after field service engineer repaired the device.